Manufacturer narrative:
The device and serial numbers were not provided. No details regarding patient conditions were received.

Event description:
A report received from a user facility in the united arab emirates stated that a patient presented hyper-pigmentation after the operation (similar to skin burns on the inside). Additional information was requested but not yet received.

Manufacturer narrative:
It was reported a patient experienced hyperpigmentation or an injury similar to skin burns on the inside. No other information provided and the customer has not responded to attempts to collect information or product. According to vaserlipo system risk assessment (260-0113hz rev. 9), burns are a known possible complication of vaserlipo treatment due to user technique issues. Insufficient fluid output has the potential to cause inadequate acoustic coupling between the transducer tip and fat. This may cause an increase in the local temperature and if the increase is sufficiently high, this can cause tissue burns. Treating too close to the skin can causes friction with the probe and harm the patient. A review of the manufacturing records showed all requirements were met. There have been no other reports of vaserlipo causing hyperpigmentation. An injury similar to skin burns on the inside is possible if there is inadequate acoustic coupling between the transducer tip and fat and user treats to close to the skin. No other information provided and the customer has not responded to attempts to collect information or product. No patient information provided. Based on the available information, no causal factors can be determined and no conclusion can be drawn. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 000v3m. Trending will be performed to monitor this issue.